Event description:
It was reported that the ventilator generated technical error code indicating an internal memory error. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that ventilator generated technical error codes indicating an error in the internal memory and that memory backup battery is depleted. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient harm. Based on technician statement, the issue has been solved by cleaning and adjusting the all pc boards and connectors. Moreover, software has been reinstalled. The issue has been resolved and the device was delivered to the user in working condition. The root cause to the reported issue has not been determined.

Event description:
Manufacturer ref. #: (B)(4).